Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient underwent invasive and extensive surgical procedures on (B)(6) 2014 and (B)(6) 2017 to remove the mesh in its entirety. No additional information was provided.

Manufacturer narrative:
Additional information: patient code: (B)(4) additional narrative: it was reported that following procedure the patient experienced pain and adhesion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.